Manufacturer narrative:
For the reported information, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self-activation and failed to obtain samples. This information was received from one source. The malfunction involved a patient with no known impact to the patient. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: for the reported information, a lot number was provided and a lot history review was performed. One maxcore biopsy needle was returned for evaluation. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported sampling issue as a full functional evaluation could not be performed due to the identified self-activation. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self-activation and failed to obtain samples. This information was received from one source. The malfunction involved a patient with no known impact to the patient. Patient age, weight, and gender were not provided.